Event description:
During an unspecified procedure, reportedly, the suture broke as knots were being tied. The surgeon applied another suture to complete the procedure, the hosp has reported that no pt injury occurred.